Event description:
"The patient was implanted into the infusion port on (B)(6) 2024. After one year of treatment, the catheter was found to be broken on (B)(6) 2026 and was immediately removed."

Manufacturer narrative:
Note: product reference: 4433742 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite babyport set pur 4,5f IV reference: 4433734 from batch: 37020812. Device history record: batch record file number: 37020812 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on the (B)(4) units released in january 2024. Summary of investigation: the involved device, pictures and the completed form "request for information - acces port incident" referenced sa-fr02-m-5-4-01-000-6-d-en were transmitted for investigation. -transmitted information analysis: the device was implanted for one year and eleven months via subclavian vein. Visual inspection of the returned device: catheter received in 2 parts. One catheter segment was received connected to the access port housing with its connection ring. It measured approximately 1 cm. The distal segment corresponding to the migrated catheter measured approximately 13.5 cm. The catheter rupture occurred at a level where the connection ring is placed during the implantation period. Pliers marks are visible on the connected catheter's segment and on the exit cannula of the access port housing. The rupture surface is partially irregular and exhibits one clean-cut appearance. This means that the material was damaged during the implantation procedure, probably while mounting the catheter on the exit cannula, leading to the complete fracture after around two years of implantation. Pictures review: the pictures were taken during the explantation procedure. The device appearance is consistent with the returned sample, showing a catheter rupture located under the connection ring. Dimensional measures: the dimensions below were verified on the returned sample: outer and inner diameters of the catheter, all the measured dimensions are compliant with the defined specifications. Tensile test on sample: a tensile test was performed on the catheter involved. The result is compliant with the applicable requirements, as the rupture force obtained is higher than the minimum force specified in iso 10555-6. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified. They are compliant with the defined specifications, and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: the incident is due to mechanical damages made on the catheter by using tools during the implantation procedure. Indeed, the damage is located on the catheter's section normally protected by the connection ring after implantation and tool marks are visible on the rupture facies. Patient movements and respiratory activity have exacerbated this initial damage, ultimately leading to catheter rupture and migration toward the heart. The IFU specifies several recommendations to avoid this type of complication. Conclusion: the catheter has been damaged by a tool/forceps during the implantation procedure. This type of incident is a known and well documented potential adverse event of the implantation of access ports. It is worth noting that the examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. This is a rare incident. The incident is not imputable to the device, no corrective action is envisaged as IFU already gives recommendations to avoid this type of incident.